Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, decrease in ventricular sensing was noted on the right ventricular (rv) lead. Multiple attempts to reposition the rv lead was attempted but were all unsuccessful. The rv lead was explanted and replaced to resolve the event. The patient experienced no consequences.

Manufacturer narrative:
The reported event of undersensing was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage.

Event description:
Additional information received that undersensing was noted on the right ventricular lead during implant.